Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: 'the rated burst pressure for this flextome is 12atm. Balloon pressure should not exceed the rated burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During procedure, the cutting balloon was advanced after using a non-bsc balloon catheter per-lesion. However, the cutting balloon had difficulty crossing the lesion because of the calcification, but after taking some time, the cutting balloon was able to cross. First dilation was then performed at 10atm, then second dilation at 12atm, however upon third dilation at 14atm for 20 seconds the cutting balloon ruptured. The cutting balloon was then simply removed. The procedure was completed with another of the same device. No patient complications were noted and patient's status was stable.